Event description:
Add'l info rec'd from the MFR 9/9/03: co's review of this incident determined that this was not a reportable event.

Event description:
Drill bit broke off in pt's leg. All pieces removed. X-ray taken.